Manufacturer narrative:
Reference (B)(4). Catalog number d4 is similar us list number,the international list number is unknown. The device manufacturer and lot number wasn't provided. Device involved could have been abbvie tubing,therefore this is being reported. Device was in use. Stoma site infection is known complication of device placement.

Event description:
On an unknown date, a patient in united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced a stoma infection and was treated with unknown antibiotics.